Event description:
It was reported that intermittent malfunctions occurred. Customer's blood glucose level was 150-200 mg/dl. Reportedly, the customer had back up manual injections for continue insulin therapy.